Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry movement fault. Review of the log file showed that ipc cannot boot up. Fse replaced the ipc. After replacement of the ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the table and c-arm would not move. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.